Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Please refer to the attached preliminary analysis report (B)(4). Analysis is pending. Discussion: the oversensing episodes could result from strong external interference, specific pt activities, myopotentials sensing or ventricular lead/connector issue. None of them could be confirmed; however, myopotentials or emi are the most probable hypothesis. Reprogramming the sensitivity to a higher value (less sensitive) can be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation). The eval of the device consumption is not possible as long as the oversensing episodes are present because multiple capacitor charges, could lead to a transient drop in the battery voltage which could remain up to one week. Recommendation: a follow-up needs to be scheduled shortly to reprogram the device and to re-evaluate the device battery voltage.

Event description:
During the follow-up dated (B)(6) 2011 of the device involved in this MDR report, the physician observed that the battery voltage was 2.9v (magnet rate: 85 min-1). The physician requested an analysis. Reportedly, during the follow-up dated (B)(6) 2011, the physician observed that the battery voltage was 2.9v (magnet rate: 85 bpm). The physician asked for an analysis of the device consumption. Analysis of the pt files led to the following observations: the device was implanted on (B)(6) 2011. The battery statistics show that the battery voltage has decreased from 3,25v (implant voltage) to 2,9v (on (B)(6) 2011). The therapy statistics show that 343 ventricular arrhythmias were detected by the device. None of them induced a therapy. Analysis of the episode dated (B)(6) 2011 (one of the 15 episodes recorded in the holder memory) showed oversensing. Analysis of the noise pattern of vf episodes shows that: the oversensing episodes exhibit a sustained low amplitude noisy baseline. Noise frequency was observed between 50 hz and 60 hz. Autosensing histograms clearly show the oversensing phenomenon (amplitude up to 1.2mv). Histograms are similar to those observed in case of myopotentials or emi sensing. Such oversensing episodes could have induced multiple charges of the capacitor leading to the fast battery discharge observed by the physician.